Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that blood was present on electrode - tip electrode, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) , the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported there was a possible lead insulation issue. It was also reported that there was elevated threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.